Event description:
It was reported that there was a volume discrepancy of 57%. The actual residual volume (25 ml) was greater than the expected residual volume (5 ml). Flu-like symptoms were also noted 10 days after the pt had an MRI. It was noted that the pt's daughter had the flu also during that time. The pt had an MRI on (B)(6) 2010, but was seen after and recovery was noted in the logs. There were no alarms. No diagnostic studies had been performed. The drug contained in the pump was not reported. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Used for flu-like symptoms.